Event description:
Report 2 of 3 received that the device powered off without alarming. The pump was programmed to deliver an unspecified chemotherapeutic medication. No specific programming parameters were provided. The customer contact reported that at an unspecified time, the pump, "just shut off" without alarming. The customer stated the nurses noticed this after the patient unplugged the device from ac power to walk to the bathroom. The customer stated, "our devices are always plugged in the the batteries are always charged." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.